Event description:
An 18 gauge insyte catheter was inserted into the radial vein of the left arm with no problems noted. During surgery lactated ringer fluid was observed under the dressing of the catheter. At that time it was realized that the catheter broke at the catheter adapter junction. A vascular surgeon did an exploration of the vein, but the catheter had already embolized.